Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including x-rays, operative notes, patient age and medical history, have already been communicated in order to progress with the investigation of this event. These will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision after approximatively 2 years and 8 months due to instability. Note: parts hzl021 and hdm254 are not registered on the us market.

Manufacturer narrative:
Per 6359 - final report. Additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. The root cause of the reported instability is considered as external. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision after approximatively 2 years and 8 months due to instability. Note: parts hzl021 and hdm254 are not registered on the us market.